Manufacturer narrative:
Corrected/updated data: (date of event); (date of report); (explant date); (date received by manufacturer); (device evaluated by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 5 nov. 2015: updated to cross reference with (B)(4) for right hip updates. Queried component loosening, added manufacture and expiry dates for products. Taken from claimsuite update 30 oct. 2015. (Pd 5 nov, 2015). Update 10 nov. 2015: updated cup as the loosening component. Taken from reply to 3rd request for information.

Event description:
Revision due to loosening, which caused dislocation and pain.